Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was inoperable. The patient went an extended amount of time without charging the device and was unable to communicate with external devices. The physician explanted and replaced the ipg. The patient's therapy was restored and the patient's issue was resolved